Event description:
The device was returned and the analysis has been completed. Another manufacturer's pigtail catheter was returned with the archer wire attached and stuck at its distal end. The floppy end of the archer wire was caught on the end of the pigtail catheter. The outer spring was unraveled and the gold plated ro coil completely exposed and contained within the stretched out spring. The most distal 7.5cm of the archer wire was intact but separated from the proximal segment of the outer spring. The core wire of the archer was broken approximately 7.5cm - from the distal weld to the outer spring at the distal tip. During evaluation, the pigtail catheter was cut off half way on the sheath and the wire came off the sheath without resistance. The pigtail catheter was sliced open to completely free the archer guidewire. A root cause could not be conclusively determined given the condition of the returned device. Interaction with the pigtail catheter is might have been a contributing factor.

Event description:
An archer guidewire was used as an accessory product in a patient during the endovascular treatment of an abdominal aortic aneurysm. The anatomy was straight forward without tortuosity, calcification or much angulation. The wire was inspected before use and was fine. The archer wire was removed from the hoop and flushed. During the procedure, which went as usual, the archer wire was removed many times. It was reported that when the procedure was completed, the archer wire was unable to be removed from the pigtail catheter. The pigtail catheter and the archer wire had to be removed from the patient as one unit. No clinical sequelae were reported and the patient is fine.

Event description:
Additional analysis was performed as follows: the cause of the event was due to application of excessive force by the user.

Manufacturer narrative:
This supplemental report is being retrospectively filed to report manufacturing related issue that was submitted under z-1019-2013.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4). Evaluation results and conclusion: (cause of event is unknown).

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.